Event description:
Insertion of gastrostomy tube percutaneously. Snare opened without difficulty. Closed snare, but snare remained open. Pulled top of snare apart to grab wire to manually close snare around peg tube.